Event description:
A doctor alleged that after wearing his hires loupe sideways during a three (3) hour patient procedure, he experienced eye ulcers and a burn on his right eye. The doctor alleged that he had noticed that the focal point for the device was not correct; however, he continued to use the device by turning it sideways.

Manufacturer narrative:
A DHR review revealed that there were no deviations from the manufacturing process and that the device was released within product specifications. These investigation results indicate that this incident is an isolated incident which occurred as a result of a user/technique related issue.

Manufacturer narrative:
The doctor sought medical attention from an optometrist and was diagnosed with a burned eye. An antibiotic eye drop and a steroid eye drop (pred forte) were prescribed; however, the name of the antibiotic eye drop was not provided. It was confirmed by the doctor that his right eye is now feeling better; however, his vision in that eye is still adjusting. The device was returned and evaluated, yielding results within specifications.